Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Investigation summary: one photo and two actual samples were received by our quality team for evaluation. It was observed on both the photo and sample that there was a piece of green tape stuck on the samples but no abnormality was observed on printing scale line; therefore, the incident could not be verified. A review of the internal manufacturing device records and raw material history files for the reported lot numbers was performed and no recorded quality problems or rejections to this incident were found. Since no abnormality was observed, a root cause could not be determined. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. Your assistance in this matter has been helpful in trend identification and supporting our commitment to continuous quality improvement. Investigation conclusion: probable root cause: from photo and returned samples, no abnormality observed on scale line printing. Review the DHR and no abnormality detected during production. Below are the current controls in place at assembly process: qa outgoing 3 hourly (sampling 100pcs) visual inspection for barrel scale line printing. In-process 2 hourly (sampling 125pcs) visual inspection for barrel scale line printing.

Event description:
It was reported that the bd 10ml syringe experienced scale marking issues. The following information was provided by the initial reporter: syringe scale error.